Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that the customer's expressew iii without hook had a loose pin on the jaw after a shoulder scope procedure during cleaning. The case was completed with the device. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Device available for evaluation was inadvertently marked as no in the initial filing and it has been corrected in this filing. The complaint device was received and visually inspected. Visual observations revealed the jaw pin was protruding out of its space confirming the reported issue. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. When the trigger was pulled by itself, it functions as intended. An eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated, the needle deploys successfully. The observed failures can be attributed to user technique issues. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.